Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that when the patient was observed at the hospital that ¿it was confirmed that electric stimulation had stopped.¿ it was noted that premature battery depletion was suspected. It was ¿unknown¿ if the patient had experienced any health problems from the event. It was indicated the patient¿s device was for the treatment of tremors.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found the ins battery was at end of service (eos) or elective replacement indicator (eri) and longevity was not met. The cause was unknown. A longevity estimate was 39.96 months to eri and 42.96 months to eos. According to the trace report, the ins reached eri in 30.77 months and eos in 34.43 months.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported the parkinson's disease patient went to the hospital "for an emergency diagnosis" at the time of report. It was found the patient's implantable neurostimulator (ins) battery was depleted at that time. The ins was replaced as a result of the event. The patient's physician had requested the ins be analyzed because the ins "parameters were not set especially high and it had only been 2.5 years since" the ins was implanted. A supplemental report will be filed if additional information is received.